Event description:
It was reported to philips that the device lost the live image. The device was in clinical use at the time of the event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro video was not available on flexvision pc. Review of the log file showed that the flexvision pc had malfunctioned. The fse examined the system and found that there was no display on flexvision pc. The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.